Event description:
It was reported that an electrode fracture was suspected as the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing of myopotential/movement/fast friction over sense nodes. Technical services was consulted and provided troubleshooting recommendations. X-ray imaging was also obtained and sent over for technical services review. A technical services consultant noted that although there is a slight shift of the lead tip towards a pectoral muscle, which may or may not have been the case at implant, there are no remarkable/visible signs of electrode damage that would indicate an integrity issue. Additional testing of noise management could be done in clinic. No adverse patient effects were reported. Several weeks later, the patient underwent a revision procedure, and this s-ICD system was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Product return is expected. Of note, the system explant related to this issue was already reported in report number 2124215-2023-23203 submitted on 06/11/2023. However, there was an error in the serial number involved. This report correctly reflects the explant date of this system.

Manufacturer narrative:
This electrode has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an electrode fracture was suspected as the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing of myopotential/movement/fast friction over sense nodes. Technical services was consulted and provided troubleshooting recommendations. X-ray imaging was also obtained and sent over for technical services review. A technical services consultant noted that although there is a slight shift of the lead tip towards a pectoral muscle, which may or may not have been the case at implant, there are no remarkable/visible signs of electrode damage that would indicate an integrity issue. Additional testing of noise management could be done in clinic. No adverse patient effects were reported. Several weeks later, the patient underwent a revision procedure, and this s-ICD system was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Of note, the system explant related to this issue was already reported in report number 2124215-2023-23203 submitted on 06/11/2023. However, there was an error in the serial number involved. This report correctly reflects the explant date of this system. This electrode has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.